Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow up, it was noted there was a shorted output stage detection (sosd) alert on the device. Technical support was contacted and recommended a device replacement. No intervention has been performed at this time. The patient was stable and will continue to be monitored.